Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Saline residue was visible in the suction tube, indicating the device was used. The active tip was inspected, no anomalies were found. The electrode was connected to a test generator. Default settings were displayed, indicating the test generator recognized the electrode. Via functionality testing (activation of electrode) using a test footswitch, both the coagulation and ablate modes were nonfunctional. Only a tone sound was heard. This device will be forward to the supplier for further evaluation. The device failed the active continuity test, possibly a problem within the active circuit. The device failed the flow rate test and no coagulation nor ablation occurred at the active tip. The original complaint can be confirmed. The device had no active continuity between the active tip and the active connection on the plug. The investigation has found that the root cause for this is a poor connection across the active crimp within the handle. Root cause for this failure was investigated via supplier CAPA and determined to be a poor connection across the active crimp within the handle due to the crimp joint design. A design change is being implemented via supplier CAPA . The proposed design change will involve replacing the active wire crimp connection with a soldered connection. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; design change was implemented as product enhancement. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the device could not cut. The device could not cut when connected with generator. Changed another one to complete.